Event description:
It was reported that a cartridge alarm 30 occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer had already started a new cartridge before contacting support for resolution.